Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that impedance measurements were taken which showed elevated impedances on (B)(6) of 4452 ohms bipolar and monopolar. It was also noted that 8 & c is 2341 ohms, and 11 & c is 2396 ohms. The aforementioned impedances were too high for an MRI, but confirmed to not be an open circuit with no therapy complaint. The MRI is not related to the implant device or therapy, and the slightly elevated impedances if programmed may provide a therapy benefit. Indication for implant is parkinson's dual and movement disorders.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the elevated impedances was not discovered. It was also stated that no troubleshooting was performed and it is unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.